Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated she returned home and noted that her cgm and bg values were inaccurate. Her cgm value was 32 mg/dl; however, her bg was lower, but she could not recall the value. She drank some fluids to address her low cgm value. The next thing she recalled was emergency medical services (ems) treating her with a glucagon injection. Post-injection her bg was 68 mg/dl. She was transported to the emergency department and released. Data was provided for evaluation. Per doc-00834, cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.